Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached.

Event description:
It was reported to boston scientific corporation that a 10 mm round cold snare was used in the sigmoid colon during a colonoscopy procedure for colorectal polyp performed on (B)(6) 2024. During the procedure, the tip of the snare broke off inside the patient. The loop was retrieved using forceps. The procedure was completed with another 10 mm round cold snare device. There were no patient complications reported as a result of this event.